Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported that the via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 400 mg/dl, at the time of incidence. Customer¿s current blood glucose level was 411 mg/dl. Customer reported that the insulin pump was not working properly. Customer reported that the insulin pump was under delivering. The customer was using auto mode at the time of incidence. Customer reported that there were no alarm for insulin flow block. Customer treated with manual injection for high blood glucose level. Customer did the self-test and they passed. The customer was advised to discontinued the insulin pump and revert to backup plan. The insulin pump and reservoir will not be returned for analysis.